Event description:
Clinic notes dated (B)(6) 2014 indicate that the patient has experienced several seizures since the last visit. It was noted that the patient would be referred for generator replacement. The patient underwent generator replacement. It was reported that the generator was unable to be interrogated due to battery depletion. The new generator was interrogated successfully. The physician reported that the patient has experienced increased seizures over the past few months. The generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned generator was completed. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.